Event description:
The customer reported his blood glucose reached 311 mg/dl less than 4 hours after the pod was activated. Upon inspection he noticed the needle never inserted the cannula into the infusion site. There were no additional bg levels or history provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.